Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a loose motor cap. The customer's blood glucose levels were unknown. No further details provided. The device is being returned and replaced.

Manufacturer narrative:
The insulin pump drive support was inspected and found loose flush per our visual inspection. No prime anomalies were noted. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, minor scratched display window and stripped battery cap coin slot.